Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06769, related manufacturer reference number: 2017865-2020-06770, related manufacturer reference number: 2017865-2020-06773. It was reported that the patient presented in clinic for lead extraction after it was found that the active atrial lead exhibited high capture threshold. The patient's inactive atrial and right ventricular lead, along with the active atrial and right ventricular lead, were found to be fractured. Fluoroscopy was performed and revealed fracture to the inactive right atrial and ventricular leads. All four leads were explanted and new atrial and right ventricular leads were implanted. The patient was stable.